Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump did not deliver any insulin for four days. The caller stated that the device was disconnected from the customer and programmed a bolus, but the insulin did not exit. The mother stated that the doctor recommended having a replacement of the device, and the customer has been on manual injections. No further information was provided.